Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-01140. It was reported the patient became non-responsive during intraoperative testing of permanent the leads. Reportedly, the patient was repositioned on her back and CPR administered. Subsequently, the leads were removed and the case abandoned. Postoperatively, the patient was incubated. However, the patient was able to breath on her own in recovery. Diagnostic images (CT scan and x-rays) were ordered and the patient was admitted into ICU overnight for further evaluation. Follow-up identified the patient was discharged and all test results were normal.